Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 27 mmol/l. The insulin pump received an insulin flow blocked alarm. There were lot of air bubbles in the reservoir. The insulin flow blocked alarm was resolved by troubleshooting. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.